Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had an urgent care visit due to diabetes ketoacidosis and high blood glucose of 400mg/dl, and his blood glucose was treated with an insulin drip. The customer experienced nausea and fatigue. It was mentioned that the customer had an infection at the site. Troubleshooting was declined and the caller requested the insulin pump be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.